Manufacturer narrative:
Concomitant medical devices: ddbb1d4 ICD, implanted (B)(6) 2014.

Event description:
It was reported that the right ventricular lead exhibited high and unstable thresholds. All settings were reviewed with the physician and no changes were made. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.